Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting procedure, stent damage occurred. The 99% stenotic lesion was located in the calcified and severely tortuous right coronary artery. The lesion was predilated with a 1.5 mm unk balloon. Then, the physician advanced the 2.5 x 16 mm taxus liberte stent to the lesion, but was unable to cross. The physician then inserted an add'l guide wire to assist, but it was still unable to cross the lesion. The device was removed from the pt, and it was observed that the stent edge was deformed. There were no pt complications. The procedure was completed with a different device. Pt status is reported as "good".